Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 2.75x30mm, 80% stenosed, de novo target lesion was located in the severely calcified mid left anterior descending artery (lad). Predilation was performed with 2x20 & 2.5x20mm maverick balloons resulting in 50% residual stenosis. The 2.75x38mm promus element ¿ long was advanced with resistance noted during insertion. While positioning the stent in the lesion, the stent appeared to change shape, noted via fluoroscopy. As stent dislodgement was suspected, the device was withdrawn with the guide catheter. Upon removal, the stent remained on the balloon; however, distal stent damage was observed. The procedure was not completed. No patient complications were reported and the patient's status post procedure was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the proximal portion of the crimped stent was damaged and stretched proximally out over the proximal markerband. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found damage to the inner wire lumen 60mm distal from the port bond skive. Damage to the lumen was confirmed when an attempt was made during analysis to try and inflate the device. It was found that the inflation fluid leaked through the port bond skive. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 2.75x30mm, 80% stenosed, de novo target lesion was located in the severely calcified mid left anterior descending artery (lad). Predilation was performed with 2x20 & 2.5x20mm maverick balloons resulting in 50% residual stenosis. The 2.75x38mm promus element ¿ long was advanced with resistance noted during insertion. While positioning the stent in the lesion, the stent appeared to change shape, noted via fluoroscopy. As stent dislodgement was suspected, the device was withdrawn with the guide catheter. Upon removal, the stent remained on the balloon; however, distal stent damage was observed. The procedure was not completed. No patient complications were reported and the patient's status post procedure was stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).